Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported "no image" was due to accidental failure of the patient board set. The likely cause of the worn lock latch on the video connector was wear associated with repeated use or damage due to user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board. In addition, a worn lock latch on the video connector was found, causing loss of image when the pigtail was manipulated.

Event description:
A user facility reported to olympus that an image was not produced when using the cv-190 with olympus series 180 scopes. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.